Event description:
A high drain error 106 (night drain #6) alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2012 20:05:19. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was undetermined. If any additional information is received, a follow-up will be sent.